Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. Customer also reported the alarm has been occurring for the past three weeks. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a plunger push. Customer also advised their reservoir/infusion set connection may be severed. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.